Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sugar glucose and blood glucose have a range discrepancy. Sugar glucose reading is 65 mg/dl and blood glucose is 188 mg/dl . Customer does not recall any significant events leading to the error. Troubleshooting advised customer on proper insertion techniques and if necessary to revert to a back-up plan per doctor's instruction. No further information was given.